Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin, not cycling the cartridge, and had been using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer to always use room temperature insulin, properly cycle the cartridge before use and that the cartridge and infusion is indicated for use with the mobi pump for 3 days. Customer performed the fill tubing step and resumed insulin delivery address the issue. There was no adverse impact to customer¿s blood glucose level.